Event description:
It was reported that as part of the review of a pmcf survey it was found that an infection (both deep and superficial) has occurred in the patient after the implantation of an arthrex low profile screw for a joint degradation. It was further reported that the adverse event did not require any additional treatment and was not reported to anyone outside their institution.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.